Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, high impedance, high thresholds, elevated sensing integrity counter (sic), and was fractured. The lead was explanted and replaced. During implant of the new implantable cardioverter defibrillator (ICD), the physician was unable to get acceptable readings with the device, but the leads tested fine through an analyzer. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.